Event description:
Collection side of atrium was found to be cracked and leaking blood all over the floor. The crack appeared not to be a defect, post op chest x-ray ordered, showed subtotal pheumothorax. Another chest tube placed for the pneumothorax. Unit was thought to have been dropped while pt still on the operating room table. Equipment discarded at time of incident.